Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a channel disconnect occurred during use on a critically ill patient. Customer said, just barely moving the pole on which the pump is mounted would cause a channel disconnect.

Event description:
It was reported from the ICU that a channel error/disconnect followed by a "red light error fault" occurred on three separate channels during use on a critically ill patient. The customer stated that the event occurred when the pole on which the pump was mounted was barely moved.

Manufacturer narrative:
Correction on d.11 follow-up #1: the quantity of the pri tubing should have been 2 instead of previously reported 3. The reported issue that a channel error/disconnect followed by a "red light error fault" occurred on three separate channels during use was partially confirmed within the photo provided by the customer. The photo displayed the channel d channel error was error code 240.4150, which is associated with the upper bottle pressure sensor having a higher than expected output; however the cause for the event could not be investigated further because no product or device logs were returned for investigation. The report that there was a disconnect and that the reported incident had occurred on three separate channels could not be confirmed. The received photo did not display all three channels being affected and the associated product and logs were not returned for investigation. Unable to perform device history review as the device serial number was not provided. The root cause of this failure was not identified.

Event description:
It was reported from the ICU that a channel error/disconnect followed by a "red light error fault" occurred on three separate channels during use on a critically ill patient. The customer stated, that the event occurred when the pole on which the pump was mounted was barely moved.